Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was 85 mg/dl at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and power error detected did not recurred within a week of troubleshoot previous occurrence. The customer declined troubleshoot for power loss. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.